Event description:
Reporter indicated that the pt experienced an extremely prolonged seizure, which required the pt to be admitted to the hospital, and put into a medically induced coma. All attempts for further info have been unsuccessful, thus the relationship between the event and vns therapy cannot be determined.